Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain, dysmenorrhea and autoimmune-type symptoms. Pelvic pain and dysmenorrhea are anticipated in the reference safety information for essure while autoimmune-type symptoms in unanticipated. Consumer underwent a diagnostic laparoscopy but coils had not been removed until time of this complain. Chronic pelvic pain and dysmenorrhea, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and the event autoimmune-type symptoms was considered unrelated. This case was regarded as incident since intervention was required. Other nonserious events were also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea") and autoimmune disorder ("autoimmune-type symptoms") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent the essure procedure under general anesthesia. On (B)(6) 2009, the patient started essure. On (B)(6) 2012, 1108 days after starting essure, the patient experienced fatigue ("fatigue"), menometrorrhagia ("unusually heavy and irregular menstrual periods") and irritability ("irritability"). On (B)(6) 2013, the patient experienced ovarian cyst ("right ovarian cyst"). On (B)(6) 2014, the patient experienced amnesia ("memory loss"), abdominal distension ("bloating"), dizziness ("dizziness") and vomiting ("vomiting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea (seriousness criteria medically significant and clinically significant/intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("constant and severe abdominal pain, it was also worse on the left side of her abdomen"), vaginal haemorrhage ("heavy spotting"), dyspareunia ("dyspareunia"), headache ("headaches"), mood altered ("moodiness"), alopecia ("hair loss"), anxiety ("anxiety"), back pain ("back pain") and abdominal pain lower ("lower quadrant pain across her abdomen"). The patient was treated with oral contraceptive nos, metronidazole (flagyl), surgery (diagnostic laparoscopy and tubal dye perfusion for pelvic pain on (B)(6) 2013) and surgery (diagnostic laparoscopy and tubal dye perfusion for dysmenorrhea on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, fatigue, menometrorrhagia, amnesia and alopecia had not resolved and the dysmenorrhoea, vaginal haemorrhage, dyspareunia, headache, mood altered, anxiety, back pain, irritability, abdominal pain lower and ovarian cyst outcome was unknown and the abdominal distension, dizziness and vomiting outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, autoimmune disorder, abdominal pain, fatigue, menometrorrhagia, vaginal haemorrhage, dyspareunia, headache, mood altered, amnesia, alopecia, anxiety, back pain, irritability, abdominal pain lower, ovarian cyst, abdominal distension, dizziness and vomiting to be related to essure. The reporter commented: plaintiff wishes to have her device removed. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2009: hysterosalpingogram result was bilateral tubal occlusion. On (B)(6) 2012: ultrasound scan result was not provided (performed to evaluate her symptoms). On (B)(6) 2012: ultrasound pelvis result was unremarkable and ultrasound scan vagina result was unremarkable. In (B)(6) 2014: ultrasound scan vagina result was no abnormality. On (B)(6) 2013: diagnostic laparoscopy and tubal dye perfusion - no evidence of endometriosis, both ovaries were normal, and there was a right ovarian cyst. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain, dysmenorrhea and autoimmune-type symptoms. Pelvic pain and dysmenorrhea are anticipated in the reference safety information for essure while autoimmune-type symptoms in unanticipated. Consumer underwent a diagnostic laparoscopy but coils had not been removed until time of this complain. Chronic pelvic pain and dysmenorrhea, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and the event autoimmune-type symptoms was considered unrelated. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and dysmenorrhoea ('dysmenorrhea') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent the essure procedure under general anesthesia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced fatigue ("fatigue"), menometrorrhagia ("unusually heavy and irregular menstrual periods") and irritability ("irritability"), 3 years after insertion of essure. On (B)(6) 2013, the patient experienced ovarian cyst ("right ovarian cyst"). On (B)(6) 2014, the patient experienced amnesia ("memory loss"), abdominal distension ("bloating"), dizziness ("dizziness") and vomiting ("vomiting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-type symptoms"), abdominal pain ("constant and severe abdominal pain, it was also worse on the left side of her abdomen"), vaginal haemorrhage ("heavy spotting"), dyspareunia ("dyspareunia"), headache ("headaches"), mood altered ("moodiness"), alopecia ("hair loss"), anxiety ("anxiety"), back pain ("back pain"), abdominal pain lower ("lower quadrant pain across her abdomen"), migraine ("migraine"), genital haemorrhage ("abnormall bleeding") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with oral contraceptive nos, and surgery (diagnostic laparoscopy and tubal dye perfusion for dysmenorrhea on (B)(6) 2013 and diagnostic laparoscopy and tubal dye perfusion for pelvic pain on (B)(6) 2013/ removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, fatigue, menometrorrhagia, amnesia and alopecia had not resolved and the dysmenorrhoea, vaginal haemorrhage, dyspareunia, headache, mood altered, anxiety, back pain, irritability, abdominal pain lower, ovarian cyst, migraine, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, autoimmune disorder, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, irritability, menometrorrhagia, migraine, mood altered, ovarian cyst, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: plaintiff wishes to have her device removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: bilateral tubal occlusion. Ultrasound pelvis - on (B)(6) 2012: results: unremarkable. Ultrasound scan - on (B)(6) 2012: results: not provided (performed to evaluate her symptoms). Ultrasound scan vagina - on (B)(6) 2012: results: unremarkable; in (B)(6) 2014: results: no abnormality. Diagnostic results: on (B)(6) 2013: diagnostic laparoscopy and tubal dye perfusion - no evidence of endometriosis, both ovaries were normal, and there was a right ovarian cyst. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received :new events added-migraines, abnormal bleeding, hypersensitivity symptoms. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and dysmenorrhoea ('dysmenorrhea') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent the essure procedure under general anesthesia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced fatigue ("fatigue"), menometrorrhagia ("unusually heavy and irregular menstrual periods") and irritability ("irritability"), 3 years after insertion of essure. On (B)(6) 2013, the patient experienced ovarian cyst ("right ovarian cyst"). On (B)(6) 2014, the patient experienced amnesia ("memory loss"), abdominal distension ("bloating"), dizziness ("dizziness") and vomiting ("vomiting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-type symptoms"), abdominal pain ("constant and severe abdominal pain, it was also worse on the left side of her abdomen"), vaginal haemorrhage ("heavy spotting"), dyspareunia ("dyspareunia"), headache ("headaches"), mood altered ("moodiness"), alopecia ("hair loss"), anxiety ("anxiety"), back pain ("back pain"), abdominal pain lower ("lower quadrant pain across her abdomen"), migraine ("migraine"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with oral contraceptive nos, and surgery (diagnostic laparoscopy and tubal dye perfusion for dysmenorrhea on (B)(6) 2013 and diagnostic laparoscopy and tubal dye perfusion for pelvic pain on (B)(6) 2013/ removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, fatigue, menometrorrhagia, amnesia and alopecia had not resolved and the dysmenorrhoea, vaginal haemorrhage, dyspareunia, headache, mood altered, anxiety, back pain, irritability, abdominal pain lower, ovarian cyst, migraine, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, autoimmune disorder, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, irritability, menometrorrhagia, migraine, mood altered, ovarian cyst, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: plaintiff wishes to have her device removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: bilateral tubal occlusion. Ultrasound pelvis - on (B)(6) 2012: results: unremarkable. Ultrasound scan - on (B)(6) 2012: results: not provided (performed to evaluate her symptoms). Ultrasound scan vagina - on (B)(6) 2012: results: unremarkable; in (B)(6) 2014: results: no abnormality. Diagnostic results: (B)(6) 2013: diagnostic laparoscopy and tubal dye perfusion - no evidence of endometriosis, both ovaries were normal, and there was a right ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and dysmenorrhoea ('dysmenorrhea') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female. Plaintiff underwent the essure procedure under general anesthesia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced fatigue ("fatigue"), menometrorrhagia ("unusually heavy and irregular menstrual periods") and irritability ("irritability"), 3 years after insertion of essure. On (B)(6) 2013, the patient experienced ovarian cyst ("right ovarian cyst"). On (B)(6) 2014, the patient experienced amnesia ("memory loss"), abdominal distension ("bloating"), dizziness ("dizziness") and vomiting ("vomiting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune-type symptoms"), abdominal pain ("constant and severe abdominal pain, it was also worse on the left side of her abdomen"), vaginal haemorrhage ("heavy spotting"), dyspareunia ("dyspareunia"), headache ("headaches"), mood altered ("moodiness"), alopecia ("hair loss"), anxiety ("anxiety"), back pain ("back pain"), abdominal pain lower ("lower quadrant pain across her abdomen"), migraine ("migraine"), genital haemorrhage (""abnormal" bleeding") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with oral contraceptive nos, and surgery (diagnostic laparoscopy and tubal dye perfusion for dysmenorrhea on (B)(6) 2013 and diagnostic laparoscopy and tubal dye perfusion for pelvic pain on (B)(6) 2013/ removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, fatigue, menometrorrhagia, amnesia and alopecia had not resolved and the dysmenorrhoea, vaginal haemorrhage, dyspareunia, headache, mood altered, anxiety, back pain, irritability, abdominal pain lower, ovarian cyst, migraine, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, autoimmune disorder, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, irritability, menometrorrhagia, migraine, mood altered, ovarian cyst, pelvic pain, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: plaintiff wishes to have her device removed. Discrepancy noted in date of removal (B)(6) 2019.(as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: bilateral tubal occlusion. Ultrasound pelvis - on (B)(6) 2012: results: unremarkable. Ultrasound scan - on (B)(6) 2012: results: not provided (performed to evaluate her symptoms). Ultrasound scan vagina - on (B)(6) 2012: results: unremarkable; in (B)(6) 2014: results: no abnormality. Diagnostic results: (B)(6) 2013: diagnostic laparoscopy and tubal dye perfusion - no evidence of endometriosis, both ovaries were normal, and there was a right ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received: medical history, reporter information, patient's date of birth were added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.